Event description:
It was reported, the patient fell approximately a month prior to this report and hit their head and had a seizure. Since the fall, the patient had pain around the extension and connector site. It was unclear if the pain was caused by the device. The patient¿s healthcare professional (hcp) turned the device off and had sent the patient home for two weeks. The patient¿s pain was still present while the device was off. X-rays, reprogramming, and impedance testing had been done. Low impedances of 2 ohms had been measured. X-rays of the left lead show a possible kink, but the impedance problem was on the right lead. The low impedances had not resolved, but the patient was getting symptomatic relief. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3387s-40, lot# va02nm4, implanted: 2013 (B)(6); product type lead product ID 3387s-40, lot# va02nm4, implanted: 2013 (B)(6); product type lead product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3387s-40, lot# va02nm4, implanted: 2013 (B)(6); product type lead product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).